Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The device would not power up. The cause was the main pcb (printed circuit board). One bail cover was noted to be contaminated, the lower case was broken, and the ring was bent.

Event description:
It was reported that the display was not working properly. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.